Event description:
It was reported that during implant attempt, there were difficult, multiple attempts to position the lead, including removing it to restick. The physician requested a new lead after failed attempts of the helix to affix. The lead was not used and another lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found, however the helix of the lead was extrinsically bent, the helix of the lead became extrinsically distorted due to pulling/stretching/overstress, and visual summary analysis of the lead I ndicated damage at implant; full lead returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.